Manufacturer narrative:
(B)(4). Initial reporter state/province: (B)(6). (B)(4).

Event description:
It was reported that a new sensor message occurred. The sensor was inserted into the arm on (B)(6) 2022 which is considered off label use of the device for pediatric patients in canada. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.